Manufacturer narrative:
G4: 20may2020. B4: 22may2020. The central processing unit (cpu) was returned to failure investigation (fi) for evaluation. No anomalies noted. Install the returned cpu assembly into known good test ventilator unit. Boot unit in normal operation mode and check for alarms and errors. There was no fault found. Unit passed all testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18feb2020.

Event description:
The customer reported an error indicating back-up alarm failure. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. The manufacturer's field service engineer (fse) confirmed the reported issue. The fse replaced the defective cpu (central processing unit) to address the reported problem. The unit successfully passed the required performance verification test.